Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Family member said the device has slowed down the patient's diarrhea and is working really well, but they had a loose movement that just came gushing out a few days ago. Prior to the call, the patient attempted to call their manufacture representative (rep), but they couldn't get a hold of them. The caller used the patient programmer (pp) and saw stimulation was at 5.5v. The caller turned stimulation down because the patient felt it was too high. They also believed stimulation was set at 5.0v and they weren't expecting stimulation to be at 5.5v. The caller added that the patient had a dentist appointment on (B)(6) 2019. They further said stimulation was at 5.0v when they went in and now its at 5.5v. The consumer added that they turned the patient down to 4.7v and they kept it there for awhile until the patient had to go again. They further said their bowel movement kept running out of the patient. The patient was getting very frustrated and wanted stimulation to be turned off. During the call, the caller connected to the ins which showed stimulation was off; they were at 3.0v. Stimulation was then turned back on; they were feeling stimulation on program 23 at 3.4v. The caller wanted to change programs so the patient was changed from program 4 to program 1 and stimulation was set to 1.0v where they felt it comfortably in the bike seat. The patient was instructed to review any directions previously given to them by their healthcare provider (hcp). It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. Therapy expectations (50% or greater reduction in symptoms) was also reviewed. It was lastly reviewed to follow up with the hcp if the issue isn't resolved and to address the device settings issue. No further patient complications have been reported as a result of this event.